Event description:
Reporter called stating he has been experiencing sensor failure with the dexcom g7. Sensor fails before the 10 day lyfecycle resulting to him using 4 sensors in the span of 6 days. The fifth and last test sensor used on (B)(6) 2025 only lasted about 5 days. He has reported this issue to dexcom, they confirmed the sensors were faulty and he was only sent two replacements. He has experienced discomfort from changing sensors frequently. Ref reports: mw5166348, mw5166349, mw5166350, mw5166352.